Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. The surgery of variable angle-locking compression plate (va-lcp) with the use of the guiding block was operated as usual on (B)(6) 2013. The doctor finished inserting up screws and screwed down the attachment screw in an attempt to uncouple the guiding block, but the tip of the unknown screw was broken and stayed behind the (va-lcp) plate. Surgeon tried unsuccessfully to pick the residue, and decided to close the wound with no change. This complaint is on the guide block. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the visual inspection of the returned device by the complaint handling unit revealed the adjustable screw was broken. The investigation of the complained guiding block has shown that the whole threaded part of the fixation screw is broken apart due to mechanical overloading. The broken surface is homogenous what indicates material conformity. Reviewing manufacturing and material documentation shows no deviation to the specifications (manufactured december 2009).the complaint condition is likely the result of a short overloading situation causing breakage.